Event description:
It was reported that the user experienced a loss of continuous glucose monitor readings with a brief sensor issue alert shortly before the loss; the agent instructed the user to toggle cgm functionality and re-pair the sensor, after which the user was advised to wait for readings to resume. Symptoms included no reported change in blood glucose. Outcomes included no reported clinical impact and no medical intervention. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that re-pairing steps were completed and readings were expected to return after a short wait. It was concluded that the event was associated with transient sensor communication or sensor performance behavior without blood glucose impact.